Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm went into a brief sensor error state. His last known cgm value before this occurred was 102 mg/dl. Approximately 10-15 minutes later, the patient lost consciousness. The patient¿s friend called ems and once they arrived the patient¿s bg meter reading was 25 mg/dl. The patient was treated with oral glucose gel and then regained consciousness. The patient woke up with a ¿massive migraine¿ and was shaking. The patient reported feeling ¿horrible¿ but refused to be taken to the ER for further evaluation. The patient was ¿feeling better but still shaky¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.